Manufacturer narrative:
(B)(4).

Event description:
Ppf has no new allegations. Added lawyer, updated product details, manufactured date, UDI, and expiration date. Doi: (B)(6)2010 - dor: none reported (left hip)

Event description:
Litigation papers allege that patient experienced severe and constant pain and suffering, swelling, tissue damage, synovial fluid buildup, metallosis, and/or lack of mobility.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.